Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol's axis shifted. The surgeon further reported that there was no postoperative info available because the pt expired due the heart disease.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/27/2009 and 02/10/2009 by phone, fax, and mail. The surgeon was unwilling to return the questionnaire.